Event description:
The customer contacted baxter's technical service center to report a high drain 106 alarm on the homechoice (hc) machine during drain. Home patient stated she had the high drain/ call peritoneal dialysis registered nurse (pdrn). Tsr asked the hp what number it showed. Hp turned the hc on and the hc alarmed high drain 106/ call pd nurse. Tsr reviewed the therapy setting, therapy log, and uf per cycle. Tsr asked the hp the iipv troubleshooting questions. Hp stated she went to the hospital last night because she was weak, and they did blood test. Hp stated the doctor called her and stated her phosphorus was high but everything else was ok. Tsr recommended the hp contact the registered nurse (rn) about draining 5960ml in cycle 6. Tsr recommended using manual bags for tonight. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be use error, tidal total uf removal set too low. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, document (B)(4). Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary: the event history log review confirmed the iipv- adult. The device was returned and evaluated by the product analysis lab. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.